Event description:
It was reported the ventilator had flow problems and a triggering issue. Further showed no air flow through the air module. There was no pt injury.

Manufacturer narrative:
Complaint is a result of "service screening." Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.